Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call damage on the insulin pump. Customer advised they fell down at a store and the top of the device was broken. Troubleshooting for the cosmetic damage on the insulin pump was performed. Customer advised there was a crack on the top of the insulin pump where the reservoir compartment is located. Customer advised the fell down at the store and that is how the damage occurred. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a partially broken reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot, a cracked display window, a cracked reservoir tube, a missing end cap sticker and missing reservoir tube o-ring.